Event description:
It was reported by the healthcare professional (hcp) via the manufacturer representative that the trial patient came to the hcp's office the day prior to the report with a fever and pocket infection. The lead and extension were explanted on the day of the report. It was indicated that the products would be replaced in the future. Further information received on 2016-jul-17 indicated that the patient had (B)(6) and was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.